Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high results compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 at 5pm. The patient reported, he obtained a reading of "214mg/dl" on the lfs meter. The patient reported on (B)(6) 2012 he self administered 2 units of humalog insulin in response to the reading. The patient reported at an unknown time later, he was "unconscious." The patient reported on (B)(6) 2012 ems was called and an unknown reading was obtained on an ems meter, and the patient was treated with IV glucose. It is unknown if the patient was taken to the emergency room. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient was using an approved sample site to obtain the samples. The patient's testing process was correct. The patient's test strips and test strip vial were found to be in good condition and not counterfeit. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue, he self administered insulin, delaying treatment, developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.